Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported all of the broken off pieces were removed from the patient's skull; there was no impact to the patient. The procedure was not extended.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that four (4) screw heads broke when screwing them in the patient's skull. Other screws of the same batch were used without problems. It is not known if there was a prolongation in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number 04.503.105.04s is a pack that comes with 4 screws in it. All screws in this pack were affected by the complained event. Devices broke during insertion; devices were not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 10april2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that received/ involved parts: 7 x article 04.503.105.04s with lot number 9437907, our investigation shows that all above mentioned articles were received. Four screws were found broken, between the threaded shaft and the screw head and the remaining three screws were found intact. The screw recess of one intact screw shows badly wear and tear signs. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Additionally a complaint history review was conducted, and no other complaints from the part number and lot numbers listed above was found. Unfortunately we are not able to determine the exact cause as no detailed clinical information is available. Based on the condition of the screws, it is likely that too much mechanical force while inserting, probably into exceptionally hard bone, without predrilling, caused the breakage of the screws. As these screws are very small and quite fragile, a lot of care is required while handling. A pre-drilling might be helpful in special cases, to provide an easier implantation of small screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.